Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant, the right ventricular (rv) lead was observed to have a raised coil, was loose, and it did not feel smooth to the touch. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.